Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving hydromorphone, bupivacaine, and clonidine via an implantable pump for spinal pain. It was reported that the patient came to the emergency room (ER) yesterday morning due to extreme pain from where the pump was and all the way down both legs and both hips. They had have taken computed tomography scans, bloodwork, and urine, and everything was fine so they were wondering what next steps should be. The healthcare provider (hcp) office does not open until 9am and they had been given every opioid they have at the ER. They looked it up on medtronic and that their symptoms could be related to if the pump was not working and inquired if their symptoms of not being able to walk, lay down, sit down for long, and not being able to g o to the bathroom without getting up in extreme pain were related to a pump malfunction or not. It started 'sunday afternoon-ish.' Agent reviewed considerations and they were redirected to their hcp to further address the issue. Additional information received from the company representative reported that the cause of the patient's symptoms and actions taken to resolve them was unknown. The patient was still in the hospital.